Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported the patient had methicillin-resistant staphylococcus aureus (mrsa) after intrathecal pump implant. The pump was removed and a new one was placed. No further information was received. The event date was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported there was an error in previous report. It was noted there was no mrsa infection with pump implant. No further complications were reported/anticipated.